Event description:
A caller reported a cgm error 42 with their g7 sensor, and it was confirmed that the pump did not recently come out of storage mode. Technical support provided detailed instructions for a pump reset and guided the caller through the process. After completing the pump reset, no further cgm error codes appeared, and the caller successfully started their sensor session. There was no reported impact to the customer¿s blood glucose level.